Manufacturer narrative:
Initial reporter addresscheck spelling: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed; however, the most likely cause is due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after one hour of treatment with a prismaflex m150 set, an external fluid leakage was noted from the waste bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.